Manufacturer narrative:
One cadd solis vip pump was returned for analysis with the tamper seal missing and a damaged lens. A motor test was performed to confirm the reported issue of error 41626. The reported issue was not able to be determined. The unit was ran for three days and the error could not be duplicated. The reported error did however appear three times in the device's history. If the motor is under strain to pump for example a thicker mixture, then it could cause an error. The device did produce a cassette not attached error and the downstream sensor will be replaced to resolve the issue.

Event description:
Additional information received indicated that there was no patient involvement.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited " error code 41626". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.